Manufacturer narrative:
The device was not returned. The device was not returned to edwards as it remains implanted. Attempts to retrieve additional information have been unsuccessful. Without return of the device or additional information the root cause is indeterminable. If additional information is received a supplemental MDR will be submitted. No CAPA is applicable for this event; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case it was learned that a second device a 29 bioprosthetic valve was implanted in the same position using transcatheter valve-in-valve intervention due to unknown reasons. The 29mm mitral bioprosthetic valve was disabled after an implant duration of seven (7) years and three (3) months. Both devices remain implanted.